Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that the target lesion was the distal rca with no tortuosity, mildly calcified and was 90% stenosed. After pre-dilatation with another company's balloon catheter, the 3.5 x 15 mm vision was advanced, but the stent implant seemed to have moved proximally on the balloon over the angiogram. The stent delivery system (sds) was withdrawn with the stent intact into the guiding catheter successfully. Due to a kink in the other company's guiding catheter, there was slight resistance during advancement of the 3.5 x 15 mm vision to the target lesion; however, it was not thought to have caused the stent to become loose. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with contrast in the balloon, in the inflation lumen, on the stent implant and on the balloon. There was no blood visible. The stent implant was stationary on the balloon and was not between the markers. The proximal end of the stent implant was located 1.5 mm distal to the proximal marker and the distal end of the stent implant was located 1.5 mm distal to the distal marker. There were bent struts on the first and second row at the distal end of the stent implant. There were fibers entwined in the first row at the proximal end of the stent implant. There was no other damage note to the stent implant. The balloon was tightly folded with the proximal and distal folds slightly opened. There was balloon shredding 1.9 mm proximal to the proximal marker. There was a bend in the tip .5 mm distal to the distal end of the clear gap. There were two kinks in the inner and outer members 3.6 cm and 9.4 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements were oversized and did not meet manufacturing criteria. The outer diameter at the distal end of the stent implant was not measured due to the damage noted. Using a new 6fr guiding catheter, an attempt was made to advance the sds through the guiding catheter, but was not able to advance due to the damaged struts on the stent implant. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.